Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k082513.

Event description:
On (B)(6) 2011, the lay user/reporter in (B)(6), the patient's son, contacted lifescan to report the one touch vita meter would not power on. The technical service representative (tsr) contacted the reporter to obtain and verify information; however, was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided to customer service. On approximately (B)(6) 2011, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On (B)(6) 2011 at 5:00 pm, the patient experienced the symptoms of dizziness and sweating. The patient administered self-treatment by drinking sugar-water; she did not seek any medical attention. Troubleshooting revealed the patient's test strips were correct, the meter would power on with the power button, but would not power on upon test strip insertion. It would have been helpful to determine if the patient took her usual meals and medications during the time period she was unable to test her blood glucose levels, if the patient had a backup meter, the patient's medication regimen and her activities and medical condition prior to the onset of symptoms. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with food. Therefore this complaint is being reported.